Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient air volume to clean lens may have occurred due to foreign object adhering to the opening of the a/w-nozzle during the examination and foreign object adhesion was white powder-like matter which had adhered to the opening of the nozzle due to air and water supply, etc., and that it then adhered to the surface of the objective lens. Identified the white powder-like matter as organosilicone. The white powder-like organosilicone was not a component derived from the endoscope, but from chemicals (antifoaming agents, etc.). Possible causes of the foreign object adhesion also could include insufficient pre-cleaning and rinsing of the inside of the ducts, and insufficient drying due to buttons not being removed when the endoscope was stored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject product was shipped in accordance with the specifications. The event can be detectable//preventable by handling the product in accordance with the instructions for use: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system operation manual ¿important information ¿ please read before use¿, ¿chapter 1 section 4 precautions warning¿, ¿chapter 1, section 6, reprocessing and storage after use, warning¿, ¿chapter 4, section 2, insertion of the endoscope, air supply, water supply, and suction, caution¿ reprocessing manual ¿chapter 5, section 5: manual cleaning of endoscopes and accessories ¦ cleaning of external surfaces¿, ¿chapter 5, section 7: rinsing endoscopes and accessories¿, ¿chapter 8, section 2: storage of disinfected endoscopes and accessories¿ operation manual ¿chapter 4, section 2, insertion of the endoscope, air supply, water supply, and suction, caution¿ reprocessing manual ¿chapter 5, section 5: manual cleaning of endoscopes and accessories ¦ cleaning of external surfaces¿, ¿chapter 8, section 2: storage of disinfected endoscopes and accessories¿ when reprocessing, please make sure that dirt has been removed, especially from the opening of the a/w-nozzle and the objective lens surface, and if dirt remains, please clean until all dirt is removed. In addition, please check the handling environment by thoroughly rinsing, draining residual water from the ducts after cleaning, drying, and removing all accessories such as buttons and forceps plugs from the endoscope before storing them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in air water-nozzle and distal end. There was no patient involvement.